Event description:
The stent was in the proper location and during inflation of the balloon, the stent moved back 5 milmeters into the aorta. Since the stent missed the lesion, a second stent was placed to cover the lesion without patient permanent injury.